Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. This is related to (B)(4) for the second valve (B)(4).

Event description:
The patient presented with acute aortic insufficiency secondary to aortic valve endocarditis and had a history of severe pulmonary hypertension (systemic pap). Intra-operatively,findings included the presence of an annular abscess and a bicuspid native aortic valve. The right coronary commissure was absent. The abscess was evacuated and the native valve was debrided. A pericardial patch was used for reconstruction. A 23mm valve was recommended based on the annulus measurements; however the physician opted to implant a 21mm regent mechanical heart valve (B)(4). The leaflets were not moving as freely as expected and the physician attempted to rotate the valve; however, despite multiple attempts and the use of a clamp, the valve would not rotate.. The 21mm regent valve was removed, an aortic root enlargement was performed and a second 21mm regent valve was placed (B)(4). When implanting the second 21mm valve, it was rotated 45 degrees prior to placement but it was not sufficient and again, attempts to rotate the valve were unsuccessful. A clamp was used which resulted in a leaflet fracture and the second 21mm valve was removed. A 19mm regent valve (B)(4) was successfully implanted at a 90 degree rotation relative to the first valve; however, the patient developed a pulmonary hemorrhage and expired. Ex vivo, the regent valve was inspected and could not be rotated by the physician. The physician reported extended pump time contributed to the patient's death.